Event description:
Customer alleged blood glucose results of 63 mg/dl, 525 mg/dl, 67 mg/dl and 74 mg/dl obtained within 9 mins on the compact plus system. Customer reported having symptoms of low blood glucose. Customer's wife treated him with orange juice and jelly beans. A request was made for the return of the suspect device and replacement product was sent.